Event description:
It was reported that the right atrial lead exhibited noise and oversensing. The lead was capped during an elective defibrillator procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.